Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that three infusion sets fell off during use. Customer was in the shower at the time set fell off. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Device 2 of 3.